Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset due to a ram parity error. There were no resulting parameter changes although a previously loaded software update had been cleared. The device was interrogated to clear the error. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated a partial electrical reset. A critical ram parity error occurred on (B)(6) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).